Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon ruptured at 10 atmospheres upon second inflation. The device was removed without any issue using normal method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.